Event description:
Intra-aortic balloon pump was placed by dr. (B)(6) on (B)(6) 2004. The catheter ruptured on (B)(6) 2004. The patient returned to the operating room for removal and repair of vessel.